Event description:
A customer reported that during a vitrectomy procedure, a system message displayed and bubbles were observed in the infusion line. The doctor was able to work through the bubbles, but it was very cumbersome. There was no harm to the pt.

Manufacturer narrative:
The customer did not retain a sample for this complaint report; functional testing could not be conducted. The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. This is one of two complaints reported against the finish goods lot and the device history record shows the product was released per specs. The root cause could not be determined. (B)(4).